Event description:
This device was implanted on (B)(6) 2004 and was explanted on (B)(6) 2008. Patient placed a call to patient services on 8/23/2012 and stated that his medtronic device had a recall. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).